Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that patient was having shocking sensation at the pocket site and at the top of patient's ear. Patient had both implantable neurostimulator (ins) on the left side, one was in the abdomen and one in his chest. The implant in his chest was giving patient the shocking sensation when he moved around, but mostly when patient was touching the ins at the pocket site or behind the ear. Patient was not able to turn therapy off to see if shocking still occurs when therapy was off, since he shakes violently when therapy was off. It was indicated that the ins was on the day of report. The reporter was not sure if patient started to feel the shocking the night of patient's ins replacement surgery or early next morning. It was either (B)(6). A day later, a company representative reported that the patient started feeling occasional shocks after ins replacement. Patient was seen by rep and healthcare provider today and patient could make the device shock him if he pushed on the device in his pocket. The impedance check was run and the zero contact was greater than 4000 ohms. They switched the programming from zero positive 1- and 2- to simply 1- 2+ and this resolved all shocking. The symptoms were still doing as well. The patient seemed very satisfied with these actions. It was indicated that the issue was resolved at time of the report. There was no surgical intervention planned or occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.